Event description:
The customer reported that the system was displaying a black screen and the live images were unusable. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced. The system was tested an found to be working as intended and put back into service.